Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, taste metallic, gravida ii and parity 2. Concurrent conditions included shoulder pain since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain (hunger)") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain") and back pain ("lower back pain"). The patient was treated with surgery (robotic hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, vaginal discharge, mood swings, migraine, headache, abdominal pain lower and back pain outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered abdominal pain lower, back pain, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, mood swings, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2013: unremarkable ultrasound. Most recent follow-up information incorporated above includes: on 28-jan-2019: reporters, patient demographics, medical history and laboratory data were added. On (B)(6) 2011, she implanted essure (previously reported as (B)(6) 2011). On (B)(6) 2012, she explanted essure (previously reported as (B)(6) 2013). Added events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), fatigue, pain, vaginal discharge, weight gain (hunger), hormonal changes describe: mood swings, migraines / headaches. Lower back pain, lower abdominal pain. And she underwent surgery to remove essure was deleted. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, taste metallic, gravida ii and parity 2. Concurrent conditions included shoulder pain since (B)(6) 2012. On (B)(6)2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain (hunger)") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6)2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6)2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge/excessive discharge"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), pain ("shooting pain"), menstrual disorder ("forgot to mention blood clots") and dizziness ("dizziness"). The patient was treated with surgery (robotic hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6)2013. At the time of the report, the pelvic pain, vaginal discharge, mood swings, migraine, headache, abdominal pain lower, back pain, menstrual disorder and dizziness outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered abdominal pain lower, back pain, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2013: unremarkable ultrasound. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-jul-2020: quality safety evaluation of ptc (product technical complaint). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in a 27-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight, taste metallic, gravida ii and parity 2. Concurrent conditions included shoulder pain since (B)(6) 2012. On (B)(6) 2011, the patient had essure inserted. In (B)(6) 2011, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2011, the patient was found to have weight increased ("weight gain (hunger)") and experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2011, the patient experienced mood swings ("hormonal changes describe: mood swings"). In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding (menorrhagia)/heavy periods"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and vaginal discharge ("vaginal discharge/excessive discharge"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"), back pain ("lower back pain"), pain ("shooting pain"), menstrual disorder ("forgot to mention blood clots") and dizziness ("dizziness"). The patient was treated with surgery (robotic hysterectomy and salpingectomy (bilateral removal of fallopian tubes)). Essure was removed in (B)(6) 2013. At the time of the report, the pelvic pain, vaginal discharge, mood swings, migraine, headache, abdominal pain lower, back pain, menstrual disorder and dizziness outcome was unknown and the menorrhagia, vaginal haemorrhage, dysmenorrhoea, fatigue and weight increased had resolved. The reporter considered abdominal pain lower, back pain, dizziness, dysmenorrhoea, fatigue, headache, menorrhagia, menstrual disorder, migraine, mood swings, pain, pelvic pain, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 35.8 kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. Ultrasound scan - in (B)(6) 2013: unremarkable ultrasound. Most recent follow-up information incorporated above includes: on 31-dec-2019: fu 2/3/4 processed together. Social media received: new events were added: shooting pain, forgot to mention blood clots, dizziness. Reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("underwent surgery to remove essure") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2012, 1 year 8 months after insertion of essure, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2012. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Incident. No lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.